Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously low sodium (na) and potassium (k) results generated by the unicel dxc 600 pro synchron clinical systems. Upon repeat on a different instrument the sodium results were 7-8 mmol/l higher and the k results were 0.6-0.7 mmol/l higher. The original results were discarded and the higher results were reported. The actual results have not been provided. The erroneous results were not reported out of the lab. Patient treatment was not affected.

Manufacturer narrative:
The system is routinely calibrated every 24 hours and qc samples are run every 8 hours. Prior to the event, qc samples were within the lab's established ranges. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.